Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and stained end cap sticker noted. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The alarm was received after resuming the insulin pump from suspend mode. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.